Event description:
The customer reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. After verifying that the pump did not begin charging even after being connected to the tandem mobi wall adapter for 30 minutes, the issue was resolved by using a different, non-tandem charging cable. Technical support advised against using non-recommended charging supplies but agreed to send replacement charging supplies via two-day shipping. The pump eventually began charging, and no further assistance was required.